Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier made a snapping noise where it connected to the arm and was articulated when the instrument would deploy a clip. It was difficult to remove the clip from the arm, and one of the gears in the arm was visibly broken. Another arm was used to complete the procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received and tested the clip applier instrument. The instrument was found to have broken input disks, related to the customer-reported complaint. During the visual inspection, we found that the input disk # 7 was broken and completely detached from its base as reported by the customer. The missing disk was not returned with the instrument.